Manufacturer narrative:
The lot was manufactured between january 4, 2018 - january 8, 2018. The device was received for evaluation containing approximately 40 ml of fluid in the bladder. Visual and microscopic inspection did not identify any particulate matter in the bladder or tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed in the bladder of a small volume infusor. The pm was observed during patient infusion. The total fill volume was 100ml comprised of glucose 20.4ml and fluorouracil 79.6ml. There was no patient injury or medical intervention associated with this event. No additional information is available.